Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main - left anterior descending artery. A 20 x 3.00mm promus premier select drug-eluting stent was advanced for treatment. However, contrast was leaking from the proximal part of the balloon, and the balloon did not expand at all. It was noted that no visible pinhole was found. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main - left anterior descending artery. A 20 x 3.00mm promus premier select drug-eluting stent was advanced for treatment. However, contrast was leaking from the proximal part of the balloon, and the balloon did not expand at all. It was noted that no visible pinhole was found. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. Examination of the crimped stent via scope found no evidence of stent damage prior to attempting to inflate. Balloon material was reviewed. Microscopic examination of the balloon identified a pinhole leak just proximal to the proximal markerband. Bumper tip showed no signs of distal tip damage. Using an encore inflation unit, an attempt was made to inflate the balloon to its rated burst pressure (rbp) of 16 atmospheres (atm) however, a leak was noted coming from the balloon proximal to the proximal markerband. (B)(6).